Event description:
During follow-up, false atrial fibrillation and tachycardia episodes were recorded due to undersensing. Device reprogramming was recommended and is anticipated at the next follow-up. The patient was stable.